Manufacturer narrative:
An event of stenosis and insufficiency was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 19mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented to the hospital after a fall and was experiencing cardiac insufficiency/cardiac decompensation related to aortic valve degeneration. Aortic stenosis was noted and anticoagulants were given during hospital stay. The patient was discharged on (B)(6) 2020. The valve remains implanted and will be monitored. The patient was reported to be in stable condition.